Event description:
Event description guidant received information that noise was noted on the ventricular rate/sense and shock channels of this implantable cardioverter defibrillator (ICD) and defibrillation lead. The atrial channel was noted to be clear. Additional information received indicates that the implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri). There is concern that the battery depleted earlier than expected. No adverse patient effects have been reported.